Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was unknown. After troubleshooting, customer did not receive any no delivery alarm. Customer was advised that insulin pump was working as design. No further information provided.